Manufacturer narrative:
According to the received information from the field, the recipient was explanted due to recurrent formation of granulation tissue. Reportedly two surgeries were performed prior to explantation surgery to remove granulation tissue did not solve the issue. In addition damage to the active electrode is mentioned, however the cause for it cannot be determined. The device has not been received for investigation yet.

Event description:
The user was implanted in (B)(6) 2016. Two months after the surgery granulation tissue arising from the posterior canal wall (blocking the external auditory canal) along with discharge was observed. The granulation tissue was removed and appropriate antibiotics were prescribed which resolved the issue. Two more episodes of granulation occurred afterwards. In (B)(6) 2017 granulation was observed again. On (B)(6) 2017 the recipient was taken under short general anesthesia and all granulations were removed and again ear packing was done and antibiotics prescribed. The user returned again with granulation in (B)(6) 2018. On surgical exploration, extensive granulation tissue was seen extending to implant bed and encompassing the electrode. The bony posterior canal wall was found eroded from disease, with the electrode lying damaged beneath the granulation tissue. The entire implant and damaged electrode was removed and the wound closed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2016. Two months after the surgery granulation tissue arising from the posterior canal wall (blocking the external auditory canal) along with discharge was observed. The granulation tissue was removed and appropriate antibiotics were prescribed which resolved the issue. Two more episodes of granulation occurred afterwards. In (B)(6) 2017 granulation was observed again. On (B)(6) 2017 the recipient was taken under short general anesthesia and all granulations were removed and again ear packing was done and antibiotics prescribed. The user returned again with granulation in (B)(6) 2018. On surgical exploration, extensive granulation tissue was seen extending to implant bed and encompassing the electrode. The bony posterior canal wall was found eroded from disease, with the electrode lying damaged beneath the granulation tissue. The entire implant and damaged electrode was removed and the wound closed.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely recurrent formation of granulation tissue. Reportedly two surgeries were performed prior to explantation surgery to remove granulation tissue which could not solve the issue. In addition damage to the active electrode is mentioned, however the cause for it cannot be determined. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user was implanted in (B)(4) 2016. Two months after the surgery granulation tissue arising from the posterior canal wall (blocking the external auditory canal) along with discharge was observed. The granulation tissue was removed and appropriate antibiotics were prescribed which resolved the issue. Two more episodes of granulation occurred afterwards. In (B)(4) 2017 granulation was observed again. On (B)(4) 2017 the recipient was taken under short general anesthesia and all granulations were removed and again ear packing was done and antibiotics prescribed. The user returned again with granulation in (B)(4) 2018. On surgical exploration, extensive granulation tissue was seen extending to implant bed and encompassing the electrode. The bony posterior canal wall was found eroded from disease, with the electrode lying damaged beneath the granulation tissue. The entire implant and damaged electrode was removed and the wound closed. The patient was explanted on (B)(4) 2018.